Event description:
On 12/6/2023, it was reported by a sales representative via phone that an ar-1588tnt2 fibertag tightrope ii abs implant had an issue. The needle popped off when being passed through the tendon. The case was completed with another ar-1588tnt2 fibertag tightrope ii abs implant from a different lot with no issues, causing a five-minute delay in the procedure with no fragments left inside the patient. This was discovered during an acl procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause for the reported failure is attributed to a manufacturing issue. CAPA-484 was opened to address this issue.